Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) device on (B)(6) 2018 due to recurring incontinence and fluid loss. The source of the system leak was not known. An aus device consisting of a 4.0cm cuff, 61cm balloon and control pump were implanted.